Event description:
It was reported the lead was broken/fractured and high impedances of greater than 20,000 ohms were measured on electrode three. The cause and location of the fracture are unknown. The healthcare professional (hcp) was able to program stimulation through other electrodes and they selected electrode one for stimulation in unipolar mode. There were no patient symptoms or complications associated with this event. The patient was doing well and therapy seemed to work during setting selection and successive testing.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0208951631, product type: lead; product ID 3389-40, lot# 0 209001208, implanted: (B)(6) 2015, product type: lead. (B)(4).